Event description:
It was reported right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the right atrial (ra) lead was surgically abandoned due to noise.

Event description:
It was reported right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.